Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed bruising under the lifevest equipment. Patient described the area as dark bruises across body where electrodes sit and garments rub. The patient reported that they bruise easily. There was no alleged device malfunction contributing to the bruising. The patient¿s physician prescribed a triple antibiotic cream for the bruising. Follow up indicated that the bruising improved.